Manufacturer narrative:
Conclusion: the device was implanted in 2006 and since 2008 the patient did not have audiological response on the basal channels. Additionally, short circuits between some implant channels were detected, which may have contributed to the lack of benefit. During device investigation it was seen that the origin of these short circuits is related to the presence of electrode wire breakages due to a possible inadequate fixation of the device. This is a final report.

Event description:
A significant decrease in this child's hearing performance was reported. The patient constantly asked for repetitions and responded only to louder and nearer sounds. Reportedly all electrode channels were in the cochlea. Re-implantation occurred on (B)(6) 2015.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A significant decrease in this child's hearing performance was reported. The patient constantly asks for repetitions and responds only to louder and nearer sounds. Reportedly all electrode channels are in the cochlea. Re-implantation is planned for (B)(6) 2015.